Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's back up controller had a broken pin within the power source connector. There was no reported patient injury related to this event. The controller was removed from service and returned to the manufacturer for evaluation, where product malfunction was confirmed. The controller fails visual and functional testing as a result of a broken pin on the power source one (1) connector. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on power port connector one (1), most likely a result of improper handling, material durability and assembly interferences. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. (B)(4). Is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had a broken pin within the power source connection. This damage occurred on the patient's backup controller and was observed by the site staff. The site removed the backup controller from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.